Manufacturer narrative:
The carefusion received the suspect gas delivery engine (gde) for investigation. The gde was received damaged due to lack of electrostatic discharge (esd) packaging precautions, so no further investigation will be performed. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The suspect device was reported to have been received by the carefusion (B)(4) service center but the received date is currently unknown for this report. Evaluation has not been performed yet, but is expected. Upon completion of evaluation, a supplemental report will be submitted.

Event description:
The customer reported during patient use on the avea ventilator the ventilator displayed and alarm high peak pressure which was sustained. The customer reported unable to perform the transducer calibrations since the values were out of range post patient use. The customer reported that there was patient involvement but intervention was provided so there was no patient harm or injury.